Event description:
This lead was explanted due to oversensing which led to inappropriate shocks. The physician suspects an insulation failure. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis of the lead revealed a rubbed through insulation in the distal part of the lead, which can be considered to be the root cause for the observed noise. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.